Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor, indicating that the ECG cable does not work. Device was in clinical use. But no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290), and will be reported in the united states under device model # 861290.